Manufacturer narrative:
E1 added zip code extension as it was omitted from the previously submitted reports. H6 b13 code was added as it was omitted from the previously submitted reports. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned. Hemolysis: no logs are available. The cause of hemolysis cannot be determined since insufficient clinical details were provided. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This follow-up report is being submitted to add an h6 device problem code that was omitted from the initial report. H6 medical device problem code a01 (patient¿device interaction problem) has been added.

Event description:
The complainant reported a patient started to have severe 10/10 chest pain. The patient called emergency medical services and was transported to the hospital. An electrocardiogram revealed anteriolateral st-elevation myocardial infarction. The patient was taken to the cath lab. An angiogram revealed occluded left anterior descending artery at the ostium with heavy thrombus burden. There was left ventricular ejection fraction around 15%. Left ventricular end-diastolic pressure is 41 mmhg. Decision made for impella cp. The impella cp was placed in left ventricle without issue. While on support, it was reported that the patient had dark urine, with hemolysis. An echocardiogram was done at bedside with initial measurement 5.5 and was moved back to 4.2, pig-tail toward apex. The patient remained on support for two days until explanation and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.